Event description:
The customer reported a vent inop due to (da pcba adc) data acquisition/ printed circuit board assembly/ analog digital converter reference failed; the screen went blank. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Patient information was requested and was not provided.